Manufacturer narrative:
This product is manufactured in (B)(4), but is not marketed in the u.s. Diopter: -10.50. Device evaluated by manufacturer? No: lens not returned. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -10.50 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. The lens tore during delivery into the eye. The lens was removed. A backup lens, same model and diopter was implanted. No adverse event reported.

Manufacturer narrative:
Work order search: no similar complaints were reported for units within the same lot. Correctional data: PMA 510(k0: - corrected aware date - (B)(6) 2016 (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial and there was clear surgical residue/ debris on the product. Visual inspection found the lens haptic torn/ broken/ bent/ deformed. (B)(4).